Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the user was unable to keep the end of the tubing of a clearlink system continu-flo solution set connected to the patient hub on the peripherally inserted central catheter (PICC) line. This was identified when attempting to connect the patient to a chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.